Manufacturer narrative:
(B)(4). Batch # p57089. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the patient is female, (B)(6) with right upper lobe tumor. During the thoracoscopic upper lobectomy of right lung, when severing the pulmonary vein, after fired, found incomplete staple line with staples malformed as the pictures show. The patient was bleeding, suture was used to sew the wound and stop the bleeding, the surgery delayed more than half an hour. The patient is stable and left from the hospital.

Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows tissue with staple line, several staples in b-form shape can be observed. Second picture shows a staple line that have some staples missing within. Based on the photo alone the event describe is confirmed.